Manufacturer narrative:
Pump received with button error alarm and intermittent down arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer's spouse reported via phone call that customer received a button error alarm and was not sure how it occurred. It was reported that message on insulin pump states that buttons were pressed for three minutes. Customer's blood glucose was 258 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.